Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with unspecified mentor gel breast prostheses that both ruptured after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 250cc gel breast prostheses on (B)(6) 2018. The explanted ruptured devices were discarded after replacement surgery. This medwatch report is for the right breast prosthesis.